Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a device check-up, the device battery longevity had depleted much faster than expected and reached end of life. The device was explanted and replaced. No further information is available.